Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized in 2012 for pneumonia and bronchitis, and because she was given steroids she went into diabetic ketoacidosis (dka). Customer's blood glucose level at the time of admission was not included in the report. Customer's current blood glucose reading was 98 mg/dl. Customer reported symptoms related to their high blood glucose levels included dehydration, weak dry feeling,and serious coughing like whooping cough. Customer stated that she also felt sick and weak and was running a high temperature. Customer was treated with steroids, breathing treatments, antibiotics, and albuterol treatments. Customer was not able to troubleshooting at the time of the incident. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.